Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass, during gastrojejunal anastomosis, the stapler knob turned too far clockwise (went further to the 2 or 3 o¿clock position). It was noted that the stapler was fired and anastomosis looked good but when the donuts were checked by the surgeon, they found pieces of metal in the anastomosis. The patient, donuts, and the stapler were all inspected to locate all the metal pieces. It was noted that no pieces disengaged and it was unidentified where the pieces came from. There was no patient injury.